Event description:
It was reported that the lead was explanted due to potential product problem. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B)(4) the proximal segment of the lead was returned and analyzed. The outer tubing overlay was kinked/buckled, melted and had cosmetic environmental stress cracking. Blood/body fluid was observed on the outer tubing overlay. Distortion and blood/body fluid was observed on several conductors. The lead was stretched. Apparent explant damage was noted. No anomalies were found.